Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 23jan2019. The manufacturer¿s international service technician could not confirm / duplicate the reported issue. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that while the unit was in use, the screen went all black and "pressure regulation high" alarm occurred. No patient or user harm was reported. Event date not specified; estimate used.